Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: dr (B)(6) inserted gallbladder into catch bag and cinched. No issues. Tried pulling bag containing gallbladder and stones through 10mm incision but wouldn&#39;t fit. Used strong force to pull out and bag burst. Then tried to pull gallbladder out of incision but it wouldn&#39;t fit. Had to make incision larger to remove gallbladder. Registrar concluded no pieces of bag remaining within the patient&#39;s abdominal cavity. No patient impact.the extension was not more than 1 inch.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/29/2015.